Manufacturer narrative:
At this time, the dealer and the territory business manager (tbm) have been unable to determine the definitive cause of the event. The dealer stated that it appears that the underlying cause is that the chair was used without the stability lock on a ramp that was too steep. The tbm stated that the torque setting may also have been a factor. The end user was not wearing the seat positioning strap. The user¿s manual warns that not wearing your seat positioning strap could result in death or serious injury. The dealer has taken the grade out of the ramp going to the end users van. It was reported that the dealer will be exchanging the tdxsc base to a to tdxsp base, which is a larger base with larger wheels. Invacare has requested the base and any other replaced parts to be returned for evaluation. Should additional information become available a supplemental record will be filed.

Event description:
Provider states the chair was exiting the end user van onto a ramp and over power the chair and goes into a circle off the ramp. Provider states the end user has been thrown out of the chair and injured the left shoulder requiring surgery and now is recovering in a nursing home. Provider states the end user was not wearing the seat belt while in the chair and the ramp is about 1/4 inch threshold going on and off the ramp when the chair lunged and threw the end user from the chair. Provider alleges he has taken the grade out of the ramp going into the end users van. The patient was using the tdxsc2-cg and with him not having stability lock the chair does lunge forward when the patient uses this chair on his ramp because it is a steep ramp. Update from territory business manager on 09/01/2016: the problem occurred as he was heading over the threshold of his ramp exiting the van. The threshold is minimal but the smallest amount of resistance to the wheels would cause one wheel to overpower the other and the chair would spin over the side of the ramp. He was actually thrown from the chair on one occasion. I tried to control the chair myself coming out of the van and could not. Dealer and I guessed that it might be the high torque setting (145) that was the cause.

Manufacturer narrative:
Additional/updated information was added to reflect the power chair being returned to the manufacturer for evaluation, however subsequent testing could not verify the complaint of the chair lunging forward and spinning in a circle while exiting a vehicle down a ramp. Per the expanded evaluation report, it is unknown what drive the power chair was in at the time of the incident; however, it was tested in drive 4 (the drive mode for ramps and curbs) by going up and down a 9 degree ramp with a test subject in the chair. The chair was found to track straight coming down the ramp and when going over the threshold on the ramp, and the stability lock engaged properly. No lunging was observed during testing. The torque setting in drive 4 was set higher than the factory setting, but it had no affect on the performance of the power chair. The underlying cause of the complaint issue could not be determined. The invacare tdxsc power wheelchair base user manual stability and balance warnings that state, "always wear your seat positioning strap. Always traverse down ramps at a reduced, constant speed to maintain stability and to avoid hard braking or sudden stops. Do not use on inclines greater than 9°." The slope of the ramp involved in the alleged incident is unknown; however, it is known that the end user was not wearing their seat positioning strap at the time of the event. By not following the warnings in the user manual, the user is misusing the product and chances of injury are increased.

Event description:
Provider states the chair was exiting the end user van onto a ramp and over power the chair and goes into a circle off the ramp. Provider states the end user has been thrown out of the chair and injured the left shoulder requiring surgery and now is recovering in a nursing home. Provider states the end user was not wearing the seat belt while in the chair and the ramp is about 1/4 inch threshold going on and off the ramp when the chair lunged and threw the end user from the chair. Provider alleges he has taken the grade out of the ramp going into the end users van. The patient was using the tdxsc2-cg and with him not having stability lock the chair does lunge forward when the patient uses this chair on his ramp because it is a steep ramp. Update from territory business manager on 09/01/2016: the problem occurred as he was heading over the threshold of his ramp exiting the van. The threshold is minimal but the smallest amount of resistance to the wheels would cause one wheel to overpower the other and the chair would spin over the side of the ramp. He was actually thrown from the chair on one occasion. I tried to control the chair myself coming out of the van and could not. Dealer and I guessed that it might be the high torque setting (145) that was the cause.